Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The manufacturing site name is currently not available. The serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).

Event description:
It was reported from hungry that during pre-surgery, it was discovered that glue was released on the cap of the small battery drive device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. The exact date of the event was unknown. However, it was reported that the event occurred in january 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.